Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the device is alarming for fill tubing. The customer's blood glucose level was 477mg/dl. The customer was assisted, and it was noted the customer was not pressing esc when fill tubing was done. No further assistance needed at this time. The customer declined to troubleshoot for the high.